Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The analysis results found that a dnx12 device was returned inside its original package. Upon visual inspection of the device, the foreign body was confirmed to be a hair and attached to the device. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Although no conclusion could be reached on how the hair was attached to the device. It is possible that the hair was attached to the device during the manufacturing process. The reported complaint was observed.

Manufacturer narrative:
(B)(4). Attempts to obtain the device, however to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-02372, mw 2210968-2020-02373.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and topical skin adhesive was used. The or staff noticed a hair wrapped around the adhesive pen that was open on the sterile tray. Another like kit was used to complete the procedure. There were no patient consequences reported.